Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, before the implantation procedure, the automatic detection of implantation feature was inaccessible: the box was grey.

Event description:
Reportedly, before the implantation procedure, the automatic detection of implantation feature was inaccessible: the box was grey.

Manufacturer narrative:
Preliminary analysis confirmed the reported behavior and revealed that the device switched in standby mode, most probably due to a cross-talk with another pacemaker.

Manufacturer narrative:
Analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, before the implantation procedure, the automatic detection of implantation feature was inaccessible: the box was grey.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, before the implantation procedure, the automatic detection of implantation feature was inaccessible: the box was grey.